Event description:
Additional information received reported that the patient was doing very well. There were no symptoms from the patient at all. There was no programming error or anything to do with the pump. The office simply ordered the incorrect drug for the patient.

Event description:
It was reported that the patient was refilled with the wrong drug on 2014-(B)(6). When the patient came in they had baclofen and dilaudid. The health care provider (hcp) accidentally filled the pump with bupivacaine and dilaudid and was unaware of it at the time of the refill so the drug information was never updated. The patient was in on the day of the report and was doing better with the bupivacaine and dilaudid as compared to the old drug so they were refilling with that drug and wanted to update the programming. The pump was programmed with bupivacaine and dilaudid. A follow-up report will be submitted if more information becomes available.

Manufacturer narrative:
Concomitant medical products: product ID: 8590-1, lot# n302959, implanted: 2011-(B)(6), product type: accessory. Product ID: 8709sc, serial# (B)(4), implanted: 2011-(B)(6), product type: catheter. (B)(4).